Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 4-5 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified no damages, the balloon was filled with contrast media. No issues were noted with the hypotube shaft and no kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole leak at proximal section of the balloon, underneath proximal markerband. All blades were intact within their pads and fully bonded to the balloon material. Markerbands/tip were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. Leakage test was performed, and the device was soaked in the waterbath at 37 degrees. Using an encore inflation unit an attempt was made to inflate the balloon when a pinhole leak was confirmed. The pinhole was located in the proximal section of the balloon, underneath the proximal markerband. No other issues were noted with the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 4-5 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.